Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead data print strips were provided for review. A visual review of the strips did show ECG signal loss that would have prevented the device from delivering a shock. However, the print strips show when the device did acquire a signal and all criteria were met, the device was able to deliver a shock. Without evaluation of the device or the clinical files we cannot determine the cause of the lost ECG. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed "poor pad contact." Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.